Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and the wall adapter was not charging the pump battery. The customer's blood glucose was 170 mg/dl. Customer changed the wall adapter to resolve the issues.